Event description:
It was reported that during the case while examining the plate for closure, the physician noted that a screw head had gone through the middle left hole of the plate. The physician removed the screw and replaced it with another 18 mm self tapping screw with no problems or additional delays.